Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("a piece of essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube"), embedded device ("a piece of essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube"), device dislocation ("a piece of essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube"), device breakage ("piece essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube."), pregnancy with contraceptive device ("she was pregnant") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she was pregnant." On (B)(6) -2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("menstrual pain"), menorrhagia ("prolonged menses and abnormal menses"), back pain ("back pain"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue"), influenza like illness ("flu-like symptoms"), depression ("depression"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), rash ("skin and skin rash") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first and second trimesters of pregnancy. The patient was treated with surgery (underwent a total hysterectomy) and surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device dislocation, device breakage, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal pain, headache, fatigue, influenza like illness, depression, anxiety, weight fluctuation, rash and procedural pain was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, influenza like illness, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on or about (B)(6) 2011, plaintiff underwent a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("a piece of essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube"), embedded device ("a piece of essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube"), device expulsion ("a piece of essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube/migration of essure device location of device: right,"), device breakage ("piece essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube/device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))"), pregnancy with contraceptive device ("she was pregnant") and genital haemorrhage ("abnormal heavy bleeding") in a 39-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she was pregnant". The patient's past medical history included eye operation, astigmatism (3 from childhood to 16 years.), amenorrhoea, tonsillectomy ((as child)), postpartum cardiomyopathy, migraine, dysmenorrhea, total vaginal hysterectomy ((tvh)) and uti (site not specified). No fever. Previously administered products included for prevent pregnancy: mirena from 1-feb-2009 to 21-jan-2010; for birth control: loresta from 2005 to 2009; for contraception: mirena and contraceptives; for an unreported indication: bactrim. Concurrent conditions included tobacco user since 10-jan-2011, cigarette smoker since 10-jan-2011, alcohol use since 10-jan-2011, caffeine consumption (use 1 cup per day.) Since 10-jan-2011, pap smear abnormal since 16-jul-2015, prolapse (the onset of the prolapse has been sudden and has been occurring in a persistent pattern for 4 months) since 16-jul-2015, dysfunctional uterine bleeding since 16-jul-2015, uterovaginal prolapse since 16-jul-2015, left lower quadrant pain since 16-jul-2015, lower abdominal pain since 16-jul-2015, uterovaginal prolapse since 26-aug-2015, uterine prolapse since 26-aug-2015, uterine prolapse since 25-aug-2015, amenorrhoea, suprapubic pain, genital irritation, vulval irritation, left lower quadrant pain, tubal ligation, dysfunctional uterine bleeding, endometrial biopsy, insomnia, insomnia and uterovaginal prolapse (prolapse, utero vaginal). Concomitant products included citalopram hydrobromide (celexa) from september 2015 to november 2016. In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection") and migraine ("migraines / headaches"). On 21-jan-2010, the patient had essure inserted. In june 2010, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"). In december 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In january 2011, the patient experienced the first episode of complication of device insertion ("failure to occlude (close) fallopian tube(s)"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In june 2011, the patient experienced fatigue ("fatigue"). In january 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On 25-aug-2015, 5 years 7 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of complication of device insertion ("complications or problems that occurred at the time of essure placement"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), the first episode of abdominal pain lower ("cramping"), menorrhagia ("prolonged menses and abnormal menses"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches"), influenza like illness ("flu-like symptoms"), depression ("depression"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), rash ("skin and skin rash/rashes or skin conditions type: rash on abdomen,"), procedural pain ("painful post-operative recovery"), uterine prolapse ("prolapsed uterus") and the second episode of abdominal pain lower ("lower abdomen cramp"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (underwent a total hysterectomy), surgery (underwent a total hysterectomy), surgery (underwent a total hysterectomy), surgery (underwent a total hysterectomy) and surgery (underwent a total hysterectomy). Essure was removed on 25-aug-2015. At the time of the report, the uterine perforation, embedded device, device expulsion, device breakage, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal pain, headache, fatigue, influenza like illness, depression, anxiety, weight fluctuation, rash, procedural pain and urinary tract infection was resolving, the fallopian tube perforation, the last episode of complication of device insertion, vaginal haemorrhage, migraine and uterine prolapse outcome was unknown and the last episode of abdominal pain lower had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, influenza like illness, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, urinary tract infection, uterine perforation, uterine prolapse, vaginal haemorrhage, weight fluctuation, the first episode of abdominal pain lower, the first episode of complication of device insertion, the second episode of abdominal pain lower and the second episode of complication of device insertion to be related to essure. The reporter commented: on or about january 26, 2011, plaintiff underwent a tubal ligation. On 25aug2015- bilateral salpingectomy - tubal ligation, supracervical hysterectomy (uterus only) - hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-apr-2010: total bilateral occlusion. On 10-jan-2011,patient here to follow up from appt. Has positive pregnancy test post essure. Confirmed on us today. On 26jan2011, operative procedure: bilateral laparoscopic tubal coagulation. Upon bringing the posterior aspect of the uterus into view using the vaginal instruments, an essure implant was seen to have extruded through the upper posterior aspect of the right uterine cornu just inferior to the origin of the right fallopian tube. Patient tolerated the procedure well it was reported that on 26jan2011 btl removal of essure. On 16jul2015, surgical pathology: specimen: endometrium ¿ endometrial biopsy. Final diagnosis: endometrium (biopsy): mid secretory pattern endometrium. Circa day 23-24~ on 25aug2015, pre and post operative diagnosis: symptomatic uterine prolapse grade 2. Specimen: uterus and cervix. Surgical pathology: specimen: uterus- uterus and cervix final diagnosis: total hysterectomy specimen: serosa and cervix ¿ no histopathologic abnormality, myometrium ¿ shallow adenomyosis and endometrium ¿ inactive. Assessment / plan: post-operative day#: patient problems: (1) history of total vaginal hysterectomy (tvh) (2) prolapsed uterus plan: doing well post op. Home. On 14apr2010 hysterosalpingogram. Impression: hysterosalpingogram without evidence of contrast spilling into the peritoneal cavity. Patient had a positive pregnancy test 06jan2010. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter, patient demographic information, lab data, patient relevant information, essure indication permanent birth control by bilateral occlusion of the fallopian tubes ,concomitant product, lot number 678816,concomitant product,new events abnormal bleeding (vaginal, menorrhagia), infection bladder/urinary tract/vaginal) type: urinary tract infection, migraines / headaches, failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)), prolapsed uterus, lower abdomen and complications or problems that occurred at the time of essure placement were added.the events rashes or skin conditions type: rash on abdomen, migration of essure device location of device: right, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) clubbed with previous event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("a piece of essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube"), embedded device ("a piece of essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube"), device expulsion ("a piece of essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube/migration of essure device location of device: right,"), device breakage ("piece essure device had migrated, perforated and embedded into her uterus with a piece of her fallopian tube/device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))"), pregnancy with contraceptive device ("she was pregnant") and genital haemorrhage ("abnormal heavy bleeding") in a 39-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she was pregnant". The patient's past medical history included eye operation, astigmatism (3 from childhood to 16 years.), amenorrhoea, tonsillectomy ((as child)), postpartum cardiomyopathy, migraine, dysmenorrhea, total vaginal hysterectomy ((tvh)) and uti (site not specified). No fever. Previously administered products included for prevent pregnancy: mirena from 1-feb-2009 to 21-jan-2010; for birth control: loresta from 2005 to 2009; for contraception: mirena and contraceptives; for an unreported indication: bactrim. Concurrent conditions included tobacco user since 10-jan-2011, cigarette smoker since (B)(6) 2011, alcohol use since (B)(6) 2011, caffeine consumption (use 1 cup per day.) Since (B)(6) 2011, pap smear abnormal since (B)(6) 2015, prolapse (the onset of the prolapse has been sudden and has been occurring in a persistent pattern for 4 months) since (B)(6) 2015, dysfunctional uterine bleeding since (B)(6) 2015, uterovaginal prolapse since (B)(6) 2015, left lower quadrant pain since (B)(6) 2015, lower abdominal pain since (B)(6) 2015, uterovaginal prolapse since (B)(6) 2015, uterine prolapse since (B)(6) 2015, uterine prolapse since (B)(6) 2015, amenorrhoea, suprapubic pain, genital irritation, vulval irritation, left lower quadrant pain, tubal ligation, dysfunctional uterine bleeding, endometrial biopsy, insomnia, insomnia and uterovaginal prolapse (prolapse, utero vaginal). Concomitant products included citalopram hydrobromide (celexa) from september 2015 to november 2016. In january 2010, the patient experienced urinary tract infection ("urinary tract infection") and migraine ("migraines / headaches"). On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"). In december 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In january 2011, the patient experienced the first episode of complication of device insertion ("failure to occlude (close) fallopian tube(s)"). In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In june 2011, the patient experienced fatigue ("fatigue"). In january 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 5 years 7 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of complication of device insertion ("complications or problems that occurred at the time of essure placement"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), the first episode of abdominal pain lower ("cramping"), menorrhagia ("prolonged menses and abnormal menses"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches"), influenza like illness ("flu-like symptoms"), depression ("depression"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), rash ("skin and skin rash/rashes or skin conditions type: rash on abdomen,"), procedural pain ("painful post-operative recovery"), uterine prolapse ("prolapsed uterus") and the second episode of abdominal pain lower ("lower abdomen cramp"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (underwent a total hysterectomy), surgery (underwent a total hysterectomy), surgery (underwent a total hysterectomy), surgery (underwent a total hysterectomy) and surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device, device expulsion, device breakage, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal pain, headache, fatigue, influenza like illness, depression, anxiety, weight fluctuation, rash, procedural pain and urinary tract infection was resolving, the fallopian tube perforation, the last episode of complication of device insertion, vaginal haemorrhage, migraine and uterine prolapse outcome was unknown and the last episode of abdominal pain lower had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, influenza like illness, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, urinary tract infection, uterine perforation, uterine prolapse, vaginal haemorrhage, weight fluctuation, the first episode of abdominal pain lower, the first episode of complication of device insertion, the second episode of abdominal pain lower and the second episode of complication of device insertion to be related to essure. The reporter commented: on or about january 26, 2011, plaintiff underwent a tubal ligation. On 25aug2015- bilateral salpingectomy - tubal ligation, supracervical hysterectomy (uterus only) - hysterectomy . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-apr-2010: total bilateral occlusion. On (B)(6) 2011, patient here to follow up from appt. Has positive pregnancy test post essure. Confirmed on us today. On (B)(6) 2011, operative procedure: bilateral laparoscopic tubal coagulation. Upon bringing the posterior aspect of the uterus into view using the vaginal instruments, an essure implant was seen to have extruded through the upper posterior aspect of the right uterine cornu just inferior to the origin of the right fallopian tube. Patient tolerated the procedure well it was reported that on 26jan2011 btl removal of essure. On (B)(6) 2015, surgical pathology: specimen: endometrium ¿ endometrial biopsy. Final diagnosis: endometrium (biopsy): mid secretory pattern endometrium. Circa day 23-24~ on (B)(6) 2015, pre and post operative diagnosis: symptomatic uterine prolapse grade 2. Specimen: uterus and cervix. Surgical pathology: specimen: uterus- uterus and cervix final diagnosis: total hysterectomy specimen: serosa and cervix ¿ no histopathologic abnormality, myometrium ¿ shallow adenomyosis and endometrium ¿ inactive. Assessment / plan: post-operative day#: patient problems: (1) history of total vaginal hysterectomy (tvh) (2) prolapsed uterus plan: doing well post op. Home. On 14apr2010 hysterosalpingogram. Impression: hysterosalpingogram without evidence of contrast spilling into the peritoneal cavity. Patient had a positive pregnancy test 06jan2010. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.